Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
The manufacturer representative (rep) reported that the patient was having trouble with their implantable neurostimulator recharger (insr). One of the cords was not connecting to the insr. It was reported that the ac adaptor has a broken connector pin. The pin was not stuck inside the insr. The patient reported that therapy turned off and she was in pain. An overdischarge was suspected. Indication for use was complex regional pain syndrome type 2. Additional information received from the consumer reported the replacement of the ac adaptor cord for their recharger did not effectively recharge the implantable neurostimulator (ins) because the battery was dead. The ins was scheduled to be replaced on (B)(6) 2016. Refer to manufacturer report #3007566237-2016-00607.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.